Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the fenestrated bipolar forceps instrument tip was found to be burnt. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbp) instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of burnt tip to be related to the customer reported complaint. The fbf instrument was found to have thermal damage on the yaw pulley. The conductor wire was not damaged. The instrument passed an electrical continuity test.